Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including device testing and stressing with vibration and thermal extremes, as well as numerous power on and power off cycles without duplicating the report. Power related accessories were not returned for evaluation. The ac charger was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.